Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that there was heat in the elbow and base of the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out or damaged bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was discovered that the attachment device would not hold the burr properly. During in-house engineering evaluation, it was observed that the device had heat in the elbow and base of the attachment. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.